Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating of the image guide serpentine was peeled off was by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: due to a cut on angle wire, bending section cannot be bent in upwards direction at all; due to deformation of control unit, water tightness is lost; adhesive on bending section cover or distal sheath rubber has a chip; bending tube has a dent; control unit has a scratch; control unit is damaged; connecting tube has a dent; connecting tube has a scratch; due to damage on image guide bundle, the image has a stain; image guide protector has a scratch; diopter ring has a scratch; eyepiece has a scratch; indication on light guide connector is unclear; angulation lever has a scratch; upward/downward plate has a scratch; venting connector under grip is shaved; grip has a scratch; scope cover has a scratch; control unit is damaged; and bending tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that angulation in the up direction of the tracheal intubation fiberscope did not work. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the coating of the image guide serpentine was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.